Event description:
Loss of osseointegration, implant achieved osseointegration, implant was completely covered with bone, thread tap used, diabetes mellitus, smoker, bone resorption, inflammation, mobility ((B)(6) are same patient).